Manufacturer narrative:
Evaluation: conclusion: (B)(4) was opened to address this issue of jamming. If additional information is received, a follow-up report will be sent.

Event description:
The event is reported as: when the trigger was depressed, the stapler jammed. No patient injury reported.